Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary - complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on (B)(6) 2025. Device history record (DHR): the lot 6004402 was manufactured according to the work instruction (wi) version 108 on (B)(6) 2023., with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on (B)(6) 2025 against harm code no malfunction based on complaint information no malfunction based on complaint information, malfunction code no malfunction based on complaint information no malfunction describe and lot 6004402 and no more complaint has been registered in database for the same lot 6004402, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on 04-feb-2025. The blood glucose level of the patient was 511 mg/dl which was treated by changing of infusion sets, drinking water, multiple injections and monitoring blood glucose levels. The ketones were high which the healthcare professional identified as dangerous and life threatening. Moreover, the issue occurred with one infusion set used for two days. The patient replaced the infusion set and insulin was resumed successfully. No further information available.